Manufacturer narrative:
(B)(4). D10- medical product. Oscillating saw blade strykerâ® power systems item# 19110127yg1 lot# 407029. Rosa knee single use kit item# tpau-rosakt150 lot# 6500217706. Femur trabecular metal (cr) standard porous item# 42502806402 lot# 05613140. Natural tibia trabecular metal two-peg porous fixed bearing right size f item# 42530007502 lot# 65262161. 2.5 mm female hex screw 25 mm length item# 42509902525 lot# 65386553. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five months post implantation due to instability. Surgeon reported a patient loosening up throughout rom since post op assessment. Poly was upsized from 10mm mc to 12mm mc.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.